Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that the tube have a lack of gel in the bottom of them. Cannot use these lithium tubes due to the lack of gel in the bottom.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/19/2021 h.6. Investigation: bd received one thousand (1000) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing gel with the incident lot was not observed. This product met specifications because it is not manufactured to have a gel additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing gel. Bd was able to determine that the product was manufactured to specifications. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that the tube have a lack of gel in the bottom of them. Cannot use these lithium tubes due to the lack of gel in the bottom.